Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx4333 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (refx4333) have been reported from the same facility.

Event description:
It was reported "PICC line leaking after insertion." Additional information received 06/01/2022: this was leaking from the hub. The leaking was identified during the insertion procedure.